Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Incident did not occur during surgery; this occurred during a work-shop. The screw of the handle became loose while holding a sample implant.